Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to complete the air removal step and was using cold insulin. Tandem clinical support educated the customer to follow the proper air removal steps and to always use room temperature insulin. Customer changed pump supplies and ultimately reverted to an alternate method of insulin delivery. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.